Manufacturer narrative:
The root cause of the failure appears to be a damaged strain relief/harness; the pcb and all controls of the hand-control work as intended. The product literature contains instruction to periodically check the hand control for visible damage.

Event description:
Consumer alleges that when he was coming up from the recline position the hand control started sparking and smoking and allegedly the blanket he was using caught on fire.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges that when he was coming up from the recline position the hand control started sparking and smoking and allegedly the blanket he was using caught on fire.